Event description:
An implant card was received indicating the patient's prophylactic replacement surgery occurred. It was indicated that the device would not be available for return. No explanted device was returned to date. No additional relevant information has been received to date.

Event description:
It was reported that a vns patient was experiencing painful stimulation in the neck associated with the vns firing. The patient stated it started that day at 10:30 to 11:00 and is sharp and intense pain. She states the pain is more "powerful than the typical sensation she fee ls when her vns current is on. She states the pain lasts longer than the 30 sec on time duration and occurs frequently at intermittent times. She states the pain is localized to her neck, where she typically feels her vns fire. The symptoms lowered after the pulse width was lowered from 500 to 250. She denies any radiating pain or chest pain. She denied any falls, hits, or trauma to her chest or neck. Diagnostics were within normal limits, however the physician is still concerned for a lead break given the acute onset and severity of the symptoms. The patient was referred for prophylactic replacement. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The explanted generator was returned for analysis. No analysis was completed to date. No additional relevant information was received to date.

Event description:
Product analysis was completed for the returned device. Visual examination of the device showed markings typical of surgical procedures. Burn marks were observed on the generator casing, indicating potential exposure to an electro-cautery tool. No other surface abnormalities were noted on this device. Both interrogation and diagnostic tests were performed and resulting status checks were within normal limits. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. There were no performance or any other type of adverse conditions found with the generator. No additional relevant information was received to date.